Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer's blood glucose level was slightly elevated (186 mg/dl). Customer successfully changed the cartridge, tubing and site.

Manufacturer narrative:
Follow up (B)(6) 2014: customer reported no further occlusion alarms had occurred. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.